Event description:
The below report was received by health authority FDA (reference number: (B)(4)) on 13-aug-2015. The most recent information was received on 28-jan-2020. This spontaneous case was originally reported by a lawyer on behalf of a regulatory authority and describes the occurrence of dysmenorrhoea ("extreme pain in my abdomen area when menstrual cycle begin") in a (B)(6) female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014 she experienced vomiting ("woke in the middle of the night throwing up"). In (B)(6) 2014 she experienced influenza like illness ("flu like symptoms") and breast tenderness ("breasts would also become extremely sensitive"). Essure was removed on (B)(6) 2015. An unknown time later she experienced dysmenorrhoea (seriousness criteria medically important and intervention required), heavy menstrual bleeding ("bleeding would be so severe that I would be changing my pad or tampon every hour or two"), mood altered ("increase in moodiness") and irritability ("irritability"). At the time of the report, none of the outcomes for these events were known. The reporter considered breast tenderness, dysmenorrhoea, heavy menstrual bleeding, influenza like illness, irritability, mood altered and vomiting to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 28-jan-2020: upon internal review, this case should be considered serious incident. Removal date were added. Further company follow-up with the regulatory authority or the consumer is not possible. This case is being submitted retrospectively following an internal review based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on 13-aug-2015. The most recent information was received on 30-may-2022. This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('extreme pain in my abdomen area when menstrual cycle begin') in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced vomiting ("woke in the middle of the night throwing up"). In (B)(6) 2014, the patient experienced influenza like illness ("flu like symptoms") and breast tenderness ("breasts would also become extremely sensitive"). On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), heavy menstrual bleeding ("bleeding would be so severe that I would be changing my pad or tampon every hour or two"), mood altered ("increase in moodiness") and irritability ("irritability"). Essure was removed on (B)(6) 2015. At the time of the report, the dysmenorrhoea, vomiting, influenza like illness, breast tenderness, heavy menstrual bleeding, mood altered and irritability outcome was unknown. The reporter considered breast tenderness, dysmenorrhoea, heavy menstrual bleeding, influenza like illness, irritability, mood altered and vomiting to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 30-may-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.